Manufacturer narrative:
Additional information has been requested, and if made available, will be reported in a supplemental. Result and conclusion will be made available following engineering evaluation.

Event description:
It was reported that "tip of retaining screwdriver broke off between post surgery and sterilization".